Event description:
Device malfunction: suture pulled out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the device was removed, the suture pulled out of the artery. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.